Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement, displacement test, determine pump error tone, vibrator or motor did not have power available when needed or determine unresponsive keypad anomaly due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump had motor error and pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with performing self test and the test did passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.